Event description:
A customer reported a discrepant result when using the vidas troponin test kit (ref 30448) on a quality control sample. The customer had multiple users perform the testing on the same sample and approximately 25% declared the sample negative. Other testing methods were utilized and determined the sample as a true positive. Since the discrepant result was on a quality control sample, no patient treatment was impacted. An investigation into this event has been initiated by biomerieux.

Manufacturer narrative:
A customer reported a discrepant result when using the vidas® troponin test kit (ref 30448) for a quality control sample (eeq probioqual 16mc021). An investigation was performed. A review of quality records confirmed there were no non-conformances related to the customer issue. Two human serums (16mc01 and 16mc02) were tested with two references (ref. (B)(4) vidas® troponin I ultra and ref. (B)(4) vidas® high sensitive troponin I) for the troponin measurement. The results were: (B)(4). The 16mc02 results obtained with ref. (B)(4) are lower than those obtained with other techniques, including ref. (B)(4). It is known that artificial samples and natural samples have different behaviors and correlation between techniques and samples are not analyzed the same way. The probioqual report was reviewed and showed that biomérieux customers do not code their results properly in certain cases due to the fact that there are two vidas® tropinin products on the market. Reference (B)(4) vidas® troponin I ultra (not sensitive) and reference (B)(4) vidas® high sensitive troponin I (sensitive). Despite the recommendations, users enter their results in g/l instead of ng/l for vidas® tniu (ref. (B)(4)). In conclusion. Despite information and warnings given by probioqual, the customer incorrectly coded the result. The probioqual package insert stated: "given that ultra-sensitive techniques are increasingly represented, we now use ng / l, a unit recommended by learned societies of cardiology." "Be careful to use the correct technical coding / device and us sorting if your technique is called ultra-sensitive." To prevent the issue from recurring probioqual will communicate a new warning to users and biomérieux will inform customers about the existence of the two methods for troponin I.